Event description:
Pt started having pain in left arm and hand about 2 years ago as well as contracture of shell of implants. Irritation grew steadily worse and pt felt the breast implants weren't looking right and sought help from a plastic surgeon. Surgeon sent pt to have an MRI and it was confirmed by MRI in 2000 that both implants were ruptured and implants were later removed. Prior to surgery pt felt breast implants moving into the armpits with a burning feeling and pain. Pt has been awakened in the middle of the night by a burning sensation in the scalp and has dizzy spells and pain in the back of the head and around brain stem. Pt also experienced loss of vision for an hr in left eye two months ago and still continues to have problems. Other symptoms include problem with hands, pain in head, tingling in feet and lungs hyperinflated. For the past two years, pt has also had burning diarrhea.